Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that the cgm alerted them and was displaying 71mg/dl. The patient indicated that they did not perform a finger stick reading but felt that their blood sugar was lower than what the cgm was reading so they ate. It patient indicated that they went to the hospital due to hypoglycemia. The patient further indicated that they also had a head contusion but did not provide further event details. At the time of contact, the patient was in good health. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.